Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 120 mg/dl at the time of call. The customer's blood glucose was 105 mg/dl and sensor glucose was around 50 mg/dl when it triggered threshold suspend. The customer also stated that they performed find lost sensor and no alarms occurred. The customer mentioned that the sensor was kinked. The sensor will be returned for analysis.